Event description:
It was reported that the device had polarity switched. The device was reprogrammed and remains in use. It was further reported that the right ventricular (rv) lead had polarity switched. Lead trends show no abnormalities in the lead. The lead tested normal and was reprogrammed to sensing and pacing in bipolar polarity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr03 ipg implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Ventricular lead impedance trend shows impedance steady at approximately 475 ohms through 2014-(B)(6), and then impedance decreased to 400 ohms and continued to remain steady. Also, a ventricular lead warning occurred on 2014-(B)(6).